Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation(fallopian tube)') and uterine perforation ('migrated and perforated the uterine wall') in a female patient who had essure (batch no. 627294, 627295) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bicornuate uterus. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine/headache"), genital haemorrhage ("abnormal bleeding (general)") and pelvic pain ("pain/ lower pelvic pain"). The patient was treated with surgery (removal surgery for essure). Essure was removed in (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation and migraine outcome was unknown and the menorrhagia, vaginal haemorrhage, genital haemorrhage and pelvic pain had resolved. The reporter considered fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion detail: both ostia were seen and then there was attempt to deploy left essure, which was technically difficult due to the retrograde placement of the ostia due to the bicornuate uterus, and there appeared to be a catch and the left essure did not appear to deploy normally and no coils were seen from the left tubal ostia. The right ostia was then localized and the essure device was then placed without apparent difficulty and two coils were seen from the right tubal ostia; decision was made to re-attempt placement to ensure sterilization. The left tubal ostia was then localized and the essure device was easily deployed, although there were still no coils visualized. Decision then made to stop with essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: two essure devices were seen on the left the first in the mid-isthmus section of the tube, the second proximally to the uterus. There was spill from the left tube. On the right, the essure device was seen in the mid-isthmic portion of the tube, and there was no spill, but the device appeared to be within the tube and occluding it. Lot number: 627294, manufacture date: 2008-05, expiration date: 2010-05. Lot number: 627295, manufacture date: 2008-05, expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: pfs received: previously reported event- pain was replaced with specific event lower pelvic pain, newly added events- fallopian tube perforation, outcome of the previously reported event- genital bleeding, vaginal bleeding, menorrhagia were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migrated and perforated the uterine wall') in a female patient who had essure (batch no. 627294, 627295) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bicornuate uterus. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine/headache"), genital haemorrhage ("abnormal bleeding (general)") and pain ("pain"). Essure treatment was not changed. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, migraine, genital haemorrhage and pain outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, migraine, pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion detail: both ostia were seen and then there was attempt to deploy left essure, which was technically difficult due to the retrograde placement of the ostia due to the bicornuate uterus, and there appeared to be a catch and the left essure did not appear to deploy normally and no coils were seen from the left tubal ostia. The right ostia was then localized and the essure device was then placed without apparent difficulty and two coils were seen from the right tubal ostia; decision was made to re-attempt placement to ensure sterilization. The left tubal ostia was then localized and the essure device was easily deployed, although there were still no coils visualized. Decision then made to stop with essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: two essure devices were seen on the left the first in the mid-isthmus section of the tube, the second proximally to the uterus. There was spill from the left tube. On the right, the essure device was seen in the mid-isthmic portion of the tube, and there was no spill, but the device appeared to be within the tube and occluding it. Lot number: 627294 manufacture date: 2008-05 expiration date: 2010-05, lot number: 627295 manufacture date: 2008-05 expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: quality safety evaluation of ptc. (Product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migrated and perforated the uterine wall') in a female patient who had essure (batch no. 627294, 627295) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bicornuate uterus. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine/ headache"), genital haemorrhage ("abnormal bleeding (general)") and pain ("pain"). Essure treatment was not changed. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, migraine, genital haemorrhage and pain outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, migraine, pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion detail: both ostia were seen and then there was attempt to deploy left essure, which was technically difficult due to the retrograde placement of the ostia due to the bicornuate uterus, and there appeared to be a catch and the left essure did not appear to deploy normally and no coils were seen from the left tubal ostia. The right ostia was then localized and the essure device was then placed without apparent difficulty and two coils were seen from the right tubal ostia; decision was made to re-attempt placement to ensure sterilization. The left tubal ostia was then localized and the essure device was easily deployed, although there were still no coils visualized. Decision then made to stop with essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: two essure devices were seen on the left the first in the mid-isthmus section. Of the tube, the second proximally to the uterus. There was spill from the left tube. On the right, the essure device was seen in the mid-isthmic portion of the tube, and there was no spill, but the device appeared to be within the tube and occluding it. Most recent follow-up information incorporated above includes: on 10-apr-2020: plaintiff fact sheet and medical record received. The case was upgraded from non-serious incident to serious incident. Previously reported unspecified event ¿injury¿ was updated to more specified events¿ uterine perforation, abnormal bleeding (vaginal, menorrhagia), abnormal bleeding (general), migraines/ headaches, and pain¿. This case is medically confirmed. Patient demographics, medical history, lab data, essure lot number and reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.